Event description:
It was reported that during an open gall bladder procedure the clip applier malfunctioned and would not form properly shaped clips. A new instrument was opened and procedure completed. There was no patient consequence.